Manufacturer narrative:
(B)(4): eval method: device history review is pending. Results: device history review is pending and no product has been returned for analysis. Conclusion: cause of event cannot be determined. Analysis: no product has been returned at this time. Conclusion: at this time, we are expecting product return; therefore, our investigation is incomplete and no cause can be determined. Upon further info, a supplemental report will be filed.

Event description:
Medtronic received info that after approx 10 mins of cardiopulmonary bypass the pre-membrane pressure began to climb with a corresponding drop in post-membrane pressure. It reported that pump flow was lowered to 4.5 lpm to keep pre-membrane pressure less than 450mmhg with an increase in phenylephrine infusion as well as multiple boluses required to maintain mean arterial pressure (map)>50mmhg. During this time the pt's temperature dropped to 34.5 degrees, therefore was re-warmed to normothermia. The pt's blood volume was diluted with 1.5 liters of normal saline which lowered to the thb to 71. The increased pt temperature and hemodilution stabilized the membrane pressures and the pre-membrane was beginning to drop. Hemoconcentration was started and by the end of the case the pressures were back to normal. It was reported that the membrane looked clean upon visual inspection after the case.